Event description:
It was reported that (2) devices were used during a colorectal pouch. It was reported by the affiliate that the tct75 instruments both jammed on first firing of the devices. Managed to open both by pulling back lever and releasing. There was no consequence to the pt.